Manufacturer narrative:
In this incident, patient experienced swelling and pain following a laser procedure with the sculpsure. The patient was given medication for post treatment care and had medical intervention at the emergency room. User error was involved in the event because the treatment parameters were not followed per the clinical reference guide. The device was evaluated and operated as intended within specification. Permanent injury is not expected from this event. Patient is now doing better, healing well from the event. Swelling and pain are expected side effects from laser treatments, however this is reportable because the patient had medical intervention.

Event description:
Patient had medical intervention following a laser procedure for swelling/pain.